Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels as low as 30 (mg/dl) during the night; however, no specific event dates were provided. Reportedly, customer stated that they are a brittle diabetic and have experienced low bg levels while using the pump, and while using insulin injections. Customer consumes soda to treat bg levels, and reportedly, required intervention from emergency personnel to administer a glucagon injection. Reportedly, the customer's health care provider also made adjustments to the customers basal insulin rate settings. Customer declined to perform additional troubleshooting, and did not provide any additional information.